Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor siltex round moderate profile 275cc saline breast prosthesis that deflated after implantation. The patient woke up and noticed that her left breast was flat. Left breast prosthesis deflation was later diagnosed via a phone consultation with a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On 25-mar-2021, mentor received additional information about the event: the suspect medical device was discarded after explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient had both of her breast prostheses explanted and they were replaced with sientra brand gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-mar-2021, mentor received additional information about the event. The explantation date was rescheduled to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).